Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: s-rom m head 36mm +0 hip femoral head; pinnacle mtl ins neut 36idx56od hip acetabular liner; unknown hip acetabular cup; srom*stm st, 36+8l nk, 20x15x165 hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation papers allege the following: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2005; dor: none reported; (right side). Patient is a resident of (B)(6).